Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 4 of 4. Consumer reported prior to use a tampon string appeared to be short. She did not use the tampon and she discarded it.